Manufacturer narrative:
The device was returned as part of the asset return process and the device evaluation found the adhesive around the objective lens was peeled. In addition to the reportable malfunction, the following were noted: the bending section cover adhesive had a chip; the bending section cover had a scratch; the connection between the insertion pipe and control unit was not secured; the video connector had a crack; the label on the light guide connector was peeled; the video connector had a crack. A review of the device history record found the subject device had a non-conformity in manufacturing; however, the device was shipped in accordance with specifications. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that one or more of the following led to the malfunction: stress of repeated use, external factors, or handling; however, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope: inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities." Olympus will continue to monitor the field performance of this device.

Event description:
The endoeye flex deflectable videoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the objective lens adhesive was peeling. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.